Event description:
The customer reported false positive sars-cov-2 results on the alinity m resp-4-plex assay. The customer reported 15 samples which were retested due to being late positives. The samples were retested on another alinity m instrument and generated negative results. The customer was not able to provide any information about impact to patient management, but there has been no report of any adverse impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Manufacturing date was added.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review the result log files were reviewed. Othe runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. There were neither error codes nor flags associated with the assay controls. The reported sample ids were positive for their respective targets. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the sars-cov-2 target was identified for 2 out of 15 discrepant results. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (including its components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (including its components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 522088. The complaint history review identified 2 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 was not identified.

Event description:
The customer reported false positive sars-cov-2 results on the alinity m resp-4-plex assay. The customer reported 15 samples which were retested due to being late positives. The samples were retested on another alinity m instrument and generated negative results. The customer was not able to provide any information about impact to patient management, but there has been no report of any adverse impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted.